Event description:
Per consumer concentrator alarms on every setting. Concentrator was purchased used. He also states that his car charger got hot and melted the plastic moldings on the dashboard of his car.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed. User stated that the car charger was laying in the center console of his car where there is a little area to put change or miscellaneous items. He stated his knee laid up against the power pack and all of a sudden he felt it burning him. He picked it up with his hand and it was so hot he immediately released it and dropped it to the floor and unplugged it. End user stated it started to melt the console in his car. User stated he touched the charger with his knee and it burnt his knee, but not bad enough to go to the doctor. He said he's not worried about his knee. User also stated the concentrator was alarming. User was asked if he was breathing through his mouth and he said sometimes he is out of breath and cannot breathe through his mouth. User was advised that the unit will alarm if it doesn't detect a breath through the nose. User stated he is taking helios and also uses a stationary concentrator at home at a continuous flow. User was advised that perhaps the pulse flow is not enough for him and he said he uses it so he can travel. User stated that he had spoke to the dealer he purchased the concentrator and car charger from, advance home health care, and they replaced the power supply cord that he uses to plug into his car charger and is sending a replacement concentrator.